Event description:
The customer reported that his olympus high definition lcd monitor was turning off with no image on the display roughly every 3-4 minutes during a laparoscopy procedure. According to the initial reporter, the procedure was completed using a similar device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty power supply (g1 board). The root cause of the faulty power supply was unable to be identified. Furthermore, the following findings were noted on the device during inspection: minor scratch marks on bezel plate, rear cover, and the power switch. Minor dent on the lcd cover, minor rust on the screws of circuit board, minor scratches and rust on potential equalizer, and minor deformation on digital visual interface port. These defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.